Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: rapid ventricular pacing using pre-existing in-situ permanent pacemaker for tavr in lieu of temporary venous pacemaker. Structural heart. 4:3, 240-242. Doi:10.1080/24748706.2020.1751365. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding rapid ventricular pacing using pre-existing in-situ permanent pacemaker for transcatheter aortic-valve replacement (tavr). The article reports one patient whose implantable pulse generator (ipg) was unable to capture at a one to one rate when pacing at 160 beats per minute. A temporary trans-venous pacemaker (tvp) was used. The status/ disposition of the device is unknown. No patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.